Event description:
Same case as MFR #2134265-2012-04595. It was reported that during an embolization treatment procedure, a balloon rupture and deflation difficulty occurred. The target lesion was located in the renal artery. The physician advanced a 6mmx2mmx80cm occlusion balloon catheter to dilate the lesion. The occlusion balloon catheter was inflated to an unknown atms and ruptured. Another 6mmx2mmx80cm occlusion balloon catheter was advanced to the target lesion and failed to deflate. The procedure was completed with another 6mmx2mmx80cm occlusion balloon catheter. No patient complications were reported.

Event description:
Same case as MFR#2134265-2012-04595. It was reported that during an embolization treatment procedure, a balloon rupture and deflation difficulty occurred. The target lesion was located in the renal artery. The physician advanced a 6mmx2mmx80cm occlusion balloon catheter to dilate the lesion. The occlusion balloon catheter was inflated to an unknown atms and ruptured. Another 6mmx2mmx80cm occlusion balloon catheter was advanced to the target lesion and failed to deflate. The procedure was completed with another 6mmx2mmx80cm occlusion balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a severe kink near the bifurcation of the catheter shaft. No anomalies were noted with the balloon. An attempt to inflate the balloon was unsuccessful as the lumen was blocked. A test mandrel was inserted into the balloon lumen, stopping at the location of the kink. Upon removal, the mandrel was covered with a sticky, clear substance, most likely crystallized contrast medium. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).